Event description:
Serious injury. Surgeon reported part numbers for the plates and screws implanted on her pt's mid face. The pt is experiencing rashes and acne which they believe is a result of the metallic composition of the plates and screws. The plates and screws were implanted in (B) (6) of 2004.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate mid reporting decisions. Events reported to stryker from (B) (4) 2006 to (B) (4) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (serious injury) and product code (jey).